Event description:
(B)(4) study. It was reported that chest pain and vessel dissection occurred. Clinical status assessment on (B)(6) 2013 indicated that the patient's qualifying condition was stable angina and the patient was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in the mid right coronary artery (rca) and was 15 mm long with a reference vessel diameter of 4.0 mm. The lesion was treated with pre-dilatation and placement of a 4.00 x 20 mm study stent with residual stenosis of 0%. In addition, following post-dilatation with nc quantum apex balloon dilatation catheter, residual stenosis was 0% with timi 3 flow. Then the patient developed chest pain and was treated with fentanyl. Final angiography revealed non-flow limiting dissection over the distal edge of stent. A icross ivus catheter was attempted to pass however, it was unable to cross. Physician elected not to attempt to pass a second stent. Three days post procedure, left heart catheterization was performed and revealed a patent rca. One day post procedure the patient was discharged.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis the batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).